Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the device delivered correction insulin for a recent meal while the user relies on automated corrections and does not announce meals; the device subsequently suspended insulin delivery as glucose declined, and glucose recovered after treatment. Symptoms included low blood glucose to 64 mg/dl without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral carbohydrates, no alerts beyond low and urgent low notifications, and no medical intervention or hospitalization, with glucose trending upward into range by the end of the call. Investigation included review of device report logs and user education on monitoring and management. Investigation of this case revealed that the device behaved as designed by suspending insulin during hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user management conditions related to missed meal announcement in the context of normal device performance.